Event description:
Additional information was received from the patient. They reported that the cause of the por was unknown and it was unknown what steps would be taken to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID tm90p01 lot# serial# (B)(6), product type accessory .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that probably 2-3 days ago the patient noticed they weren't feeling the notice they normally would feel from the therapy like they normally did (therapy wasn't helping) so they went to check their settings, and they saw a power on reset (por) message on their handset. The patient stated they thought they were doing something wrong with plugging all their external devices in all the time and wanted to check if that was ok. The patient also stated they were able to get things "set up" again (dismissed the por) and the therapy back on and running so they thought all was well now. The meaning of the por message was reviewed with the patient, and the patient was asked if they'd recently let their ins battery deplete and the patient stated "no," that they would charge their implant every thursday. The patient primary reason for call was to ask if they always needed everything plugged in because they thought that's why they might have gotten a por. External device function and maintenance was reviewed with the patient, and it was suggested that the patient use the recharger application when they charged to always check the implant status while charging and the patient stated they didn't even know what the recharger application was. The patient was offered assistance with using the recharger application so they could better see if their therapy was on or off while charging and so the patient could see their ins charge percentage while charging but the patient declined and said they were ok for now and thought they were all squared away now and things seemed to be fine but noted that they'd call back in the future if they had any further questions. The patient asked what the "orange" light on their unplugged communicator meant. The meaning of the communicator battery light function was reviewed with the patient; it meant the communicator battery was low and needed to be charged. The patient was going to plug their communicator in at call's end to charge the communicator up to green. Additional information was received. The patient called back because they could not get the communicator to power on. The patient noted they previously kept it connected to the charging cable at all times, but it would not power on at all. The patient reported seeing an orange light on the communicator even when it was not plugged in. The patient was able to get it powered on for a moment but then could not get it powered back on at all. A replacement communicator was requested to be sent out. Additional information was received from the patient. They called back to report they had problems with their equipment last week and they figured out their communicator must not be working so they [had it replaced] and it was supposed to be delivered the next day but it never arrived. The patient said they had to go pick up the replacement communicator and they had no idea how to hook it up together. The patient was guided through setting up the replacement communicator. The patient was able to connect to the implant and increased the stimulation. The troubleshooting steps that were taken on the call resolved the issue.